Manufacturer narrative:
Continuation of concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6)2017, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, ,serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the discomfort was from the neurostimulator (ins) itself. The patient didn¿t like the way it felt in her body. No interventions were reported prior to explant. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead .product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had discomfort at the ins site and wasn¿t receiving adequate relief from the ins. The rep reported that a full system explant took place on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.